Event description:
Caller reported a cartridge alarm 20 that occurred during pumping, leading to the inability to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy. Technical support arranged for a replacement pump with updated software and provided the caller with instructions for returning the problematic pump and activating the replacement, including available training resources. The caller acknowledged and understood the instructions provided.